Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017: product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017: product type: lead. Product ID: 97754, serial# (B)(4): product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was walking out of a store and fell flat on his back and he had his pistol on his right hip and it jabbed the battery during the fall, causing his battery site to hurt. The patient reported there was no bruising or swelling at the time of fall. The patient has pain/soreness at battery pocket site. The patient fell at the end of march (he thinks) and was at the healthcare provider (hcp) office at some point post fall and reported that the battery site was sore, but coverage had not changed. The patient was told it was normal to be sore at the pocket after a fall hitting the pocket. However, on the date of the report the patient told the hcp that he is still having tenderness at the battery site. The patient reported he did not have any bruising at site and does not have difficulty trying to locate battery. The patient was to discuss with the doctor how to proceed. The patient also told the hcp that he has to charge too often and for long periods of time, so the patient was reprogrammed to help with recharge burden and advised to try and charge daily to assist in the time it takes to charge. Further, the patient stated that although it is not a big issue, the backlight when charging is not working. The patient was advised to call customer care if it becomes an issue. The manufacturer representative (rep) was able to lower energy usage with reprograming and patient seemed pleased with setting and denies all other complaints at this time. The patient was asked if stimulation was comparable in relief now as it was prior to fall and if coverage was the same. The patient stated that he was still getting coverage where needed and was getting about 40-50% relief. An impedance check was performed, and all contacts were within normal limits. No further complications were reported/anticipated.